Event description:
It was reported that there was a device embolization. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 40mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient presented to the hospital where it was discovered that the closure device had embolized out of the laa. The physician scheduled surgery to have the closure device removed from the patient. The patient experienced a cerebral vascular accident and was then put into palliative care. Later that night the patient went into cardiac arrest and the patient died.